Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. The customer obtained a sensor scan of 4.3 mmol/mol and self-treated by "drinking and eating a lot of sugar" based on the scan. A capillary result of 31.8 mmol/mol was obtained on a competitor brand device and customer subsequently experienced seizure. The customer was taken home by his colleagues and was able to self-treat with rapid insulin injection (dose unknown). There was no report of death or permanent injury associated with this event.